Event description:
Recently a patient's urine drug screen came back positive and the patient insisted that she was not taking tricyclics. A recollected urine came back negative for tricyclics. An investigation followed involving recalibrating using the current calibrator in use. The calibration was used. We recalibrated using new calibrator and new reagent and new controls. This time the calibration was acceptable. Upon review of the records, we saw that the previous calibrations on 10/9, (600), 10/12 (680), 10/15 (600), 10/21 (600) were possibly too low, although the control values were acceptable. We keep urine specimens for seven days and were able to retrieve the drug screen specimens from 10/15 through 10/21 for repeat testing. Of those twenty specimens, eleven specimens were found to have been reported as falsely positive for urine tricyclics, and nine specimens were originally reported as falsely positive for urine tricyclics, and remained positive upon repeat testing. Eleven specimens were unable to be rerun due to having been discarded (older than 7 days). Corrected reports were sent to the ordering physicians for the affected patients.